Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported that noise occurred and communication error e226 was displayed on the olympus video system center. There were no reports of patient injury.